Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that any time he changed position, such as sitting or lying down, his stimulation would get stronger. This had been occurring since implant ((B)(6) 2012). The patient typically shut stimulation off when he got home because he knew he would be lying down. The consumer also noted a daily loss of stimulation. The patient checked his device with the patient programmer (pp) and it showed that stimulation was on. No steps were taken to resolve the issue with stimulation getting stronger when the patient changed positions. The indications for use were post lumbar laminectomy syndrome and spinal pain. If additional information is received, a follow-up report will be sent.